Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The kv controller pcb, the aec control pcb and the generic I/f pcb were evaluated and replaced. The sbc cpu kit and associated software were also required to regain system functionality. The system was tested and found to be working as intended and returned to service.